Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient's lead was replaced for reported lead discontinuity. Further attempts for information from the reporter have been unsuccessful. The lead is currently in product analysis.